Event description:
A discordant, falsely depressed vancomycin patient result was obtained on a dimension vista 1500 (sn: (B)(6)) instrument. The initial sample was reported to the physician(s) and questioned. The same sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin patient result.

Manufacturer narrative:
A united states (us) customer reported that a falsely depressed vancomycin patient result was obtained on a dimension vista 1500 instrument. Quality controls (qc) were in range during this issue. There were no process errors during the time of the event the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. A review of the calibration data showed poor precision on the level 5 calibrator. The calibration was rejected. When comparing photometer readings for all the vancomycin tests run on sample ID 63117006, siemens found a potential lack of protein in the cuvette for the original, falsely depressed result, indicating sample aspiration or delivery issue, or poor sample integrity. The cse performed a service method testing which identified issues with the sampler arm 1 and reagent arm 1. Those were rectified with routine parts replacement involving a vertical belt, mixer and probe on the sample probe 1 arm, as well as the reagent 1 arm probe. A quality control (qc) test resulted as acceptable. Siemens concluded that the discordant result was due to insufficient sample dispensed into the cuvette. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.